Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the device was inserted into the vessel, pulsatile bloodflow was seen through the marker lumen, the needle plunger was depressed until the collar touch the body of the device and the needles were deployed; however, the physician commented when pushing on the plunger "it did not feel right." The needle plunger was removed and no suture was present. The vessel was rewired and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.